Event description:
Caller reported difficulty with pressing the quick bolus/wake button on their pump, requiring multiple presses to activate. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to press the button and decided to continue to use the pump for insulin delivery.